Event description:
It was reported that the ilet device was dropped from a table during a supply change, resulting in a cracked display that progressively worsened until the user could not access the full screen, alerts, or the menu, and a replacement device was issued. Symptoms included no injury and no adverse clinical effects. Outcomes included no clinical impact and the user having backup therapy available. Investigation included review of user-provided photos and confirmation of shipping details for replacement. Investigation of this case revealed physical damage to the display consistent with impact, rendering the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental drop.